Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a stroke, and chest pressure. The patient did not report to receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a stroke, and chest pressure. The patient did not report to receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.